Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received excessive no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they tried all the remedies but the no delivery alarm recurred. The customer stated that the insulin was new and was not expired. The customer stated that the site was rotated and the tubing was not kinked or bent. The insulin pump will not be returned for analysis.